Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The patient¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to buttons not responding.